Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was an occlusion and the insulin pump was not giving a no delivery alarm. Insulin was reportedly coming out slowly. The customer's blood glucose was 185 mg/dl. During a high pressure test, the insulin pump did alarm in less than 5 units. It was not known whether it was the reservoir or infusion set that was occluded. Nothing further reported.